Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic showing noise on the rv lead. Patient received inappropriate atp therapy as a result. No further information.